Manufacturer narrative:
Insulin pump was received with buttton error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump during a bolus. He stated that the numbers would not stop scrolling after pressing on the up arrow button for the blood glucose reading. He stated that he had been at the beach that day but had not been in the water. The blood glucose reading was 134 mg/dl. Customer treated with manual injections. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.